Manufacturer narrative:
The root cause of the customers experience the device did not detect air in the line during infusion and noticing air bubbles below the ail sensor was not identified. The customer did not return the pcu and lvp pump module for investigation. Attempts were made to have the customer return the devices, however they were unsuccessful. During visual inspection of the returned administration set, air bolus measuring approximately 0.25 (~37 micro liters) and 0.5 inches (~74 micro liters) were observed. The worst case bubble size that could pass through the ail sensor without triggering an alarm could be as large as 1.67 inches in length at the max setting of 250 micro liters. Functional testing of the administration was unable to confirm or replicate the customers experience with ail not detecting air in the line or air bubbles below the ail sensor. The IV disposable leak testing test protocol (doc # (B)(4)) was performed on the administration set and found no anomalies with the administration set. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement h3 other text : device not returned for investigation.

Event description:
The customer reported that the device did not detect air in the line during an epinephrine (16 mg/250 ml) when expected for a patient receiving extracorporeal membrane oxygenation therapy. The air bubbles were below the ail sensor. The set was saved, and although requested, no other event details were provided and the instruments were not sequestered. No patient harm was reported.